Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight of patient is (B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the retroperitoneal bleed. It was reported that on (B)(6) 2018 the mitraclip procedure was performed in the patient with grade 4 degenerative mitral regurgitation. There was no resistance advancing the steerable guide catheter (sgc) through the unchallenging anatomy. Four mitraclips were implanted reducing mr to grade 2 through the right femoral vein. On (B)(6) 2018 the patient had a significant retroperitoneal bleed (rpb) thought to be caused by the sgc causing vascular injury at the femoral vein access site. Hospitalization was prolonged due to the rpb and the anticoagulation medicine (coumadin) was discontinued. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage appears to be related to procedural conditions. Hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.